Event description:
It was reported that thresholds have increased and the patient has experienced diaphragmatic stimulation when outputs increased. Lead was repositioned without incident. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.